Manufacturer narrative:
Revision occurred 20 months after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 20 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40/12 system stem and 40 mm + 6 humeral stability cup were explanted. These parts were replaced with a 40/12 v135 120mm stem, 40 mm + 3 humeral standard cup, and a 9 mm spacer.